Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "difficult to remove drill. Abnormal noise. Presumably noticed after surgery."

Manufacturer narrative:
The reported event could not be confirmed, since the returned device is conforming to specifications and is fully functional. The device inspection revealed the following: the cutting edges of the drill bill are blunt and slightly damaged. This indicates that the drill bit was intensely used. Usage marks can be seen on the proximal, insertion tip of the drill bit. In addition to intensive usage, these marks could indicate that the insertion or the disassembling of the drill bit was forced during usage and was not done as intended. During the functional inspection, the drill bit was tested with a sps ao coupling handle. The drill bit could be inserted and disassembled from the handle without any issue. Therefore, this device could be considered as fully functional. Based on the investigation, the root cause was attributed to an user related issue. The drill bit may not have been inserted or disassembled as intended. It has to be taken into account that the coupling handle or the power tool used with the drill bit was not returned. Therefore, it is not possible to know if the reported failure was caused by one of these devices and not by the drill bit itself. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "difficult to remove drill. Abnormal noise. Presumably noticed after surgery."